Event description:
It was reported that the device had an unexpected longevity and lasted only 3 years and 9 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted (B)(6) 2010; 4591 boston scientific lead, implanted (B)(6) 2010. (B)(4). Analysis cannot be completed at this time due to pending litigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.